Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast implant rupture, and bilateral capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent revision breast augmentation with a 350cc mentor memorygel breast implant on both sides and was presented with bilateral breast implant rupture, and bilateral capsular contracture; baker grade ii postoperatively. As a result, the device was explanted, and replaced with catalog number 3504251bc; serial number (B)(4) on the left side and with catalog number 3504251bc; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.